Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received compromised force sensor system alarm on their pump. The customer's blood glucose level was reported to be 117mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.